Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endothelial cell density loss. Reportedly, "over a 9-year period,"and "the lens is well positioned with good va yet low ecd count. The ecd measurement is taking place already for 9 years with the same unit." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
4581 - corneal endothelial cell loss. Manufacture narrative: corneal endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).